Manufacturer narrative:
Product analysis of primary product: upon receipt at medtronic¿s quality laboratory, the valve was received in a specimen jar, no solution was present inside the jar. The valve was discolored showing evidence of blood contact. A stent was found deployed inside the inner wall of the harmony valve. As received, all leaflets were opened against the inner wall, pressed by the stent. The stent inside the valve pressed the leaflets towards the inner wall; leaflets appeared intact, no tears or damages were noted. The stent was removed for further assessment. The outflow of all leaflets exhibited no signs of damage and appeared intact. Deep creases were found on the inflow of all leaflets due to the pressed stent. Commissure 3-1, commissure 1-2, and commissure 2-3 were intact. Damages (a small hole and frayed fabric) were found on the fabric. Sutures appeared intact; no damages were noted. Minor scratches were noted on the wire frame. No other anomalies were noted on the frame. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was fully deployed, and the rings of the valve were fully released from the holding coil. Additionally, the dcs was advanced further into the fully deployed and released valve.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: harmony-dcs, lot #: 0011961910, ubd: 19-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter pulmonary bioprosthetic valve, a pre-implant balloon dilatation was performed using a 28 mm non-medtronic balloon. Following the bav, the valve was successfully deployed. Following deployment, the coil of the delivery catheter system (dcs) was pulled back into capsule. The nosecone of the dcs was attempted to be pulled back into the sheath; however, upon fluoroscopic inspection, it was observed that the nosecone was touching the coil, outside of the sheath, and in the inflow of the valve between rows 4-6. The implanting physicians again attempted to pull the nosecone and the coil back into the sheath, but at that point it was noted that the valve frame distorted. The dcs and non-medtronic sheath were pulled back into the right ventricle, and the valve was noted to be pulled back distal to the right ventricular outflow tract and opposed to the lateral wall of the right ventricle. Subsequently, the sheath and dcs were pulled back through the valve frame and withdr awn from the patient. The patient¿s heart rate dropped to the 40 beats per minute (bpm) range and heart block was observed. A covered stent was placed in the middle pulmonary artery, and a temporary pacemaker was inserted and set to 60 bpm. Later that day, the patient was transferred to the operating room where the valve was surgically explanted, and a new valve was implanted. Ten days later, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that the valve was deployed at the landing zone. Ectopy occurred upon valve release from the delivery catheter system (dcs) and was not sustained. The valve was placed in the annular position. Per the physician, the user error of the delivery catheter system (dcs) was the cause of the valve dislodgment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: eight static images, three media files and procedural notes were provided for review of the event description above. Patient¿s executive summary was provided for anatomical review. After reviewing the available information, this seems to be a clear case of a technical error on the part of the implanting physician. Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule fully closed. There was a dent visible to the midsection to the capsule. There was a slight bend to the outer shaft. The handle components appeared intact. The device luer appeared intact. The proximal handle appeared to rotate on the proximal end of the dcs. The distal tip could be advanced until the luer touched the proximal handle edge. The hemostasis actuator appeared to lock when rotate clockwise and unlock when rotated counterclockwise. The proximal handle actuator appeared to lock when rotate clockwise and unlock when rotated counterclockwise. There was a slight kink to the distal section of the peek inner shaft. The holding coil appeared intact. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.